Manufacturer narrative:
The reported event of backup operation could not be confirmed. The device was returned in one piece for analysis. Analysis revealed that the device had not experienced any reset since its manufacture. Telemetry, impedance, sensing, pacing, and high voltage output functions of the device were normal with no anomalies found.

Event description:
It was reported that the pacemaker was found in backup operation during device preparation. The ICD was not used and there were no patient involvement.